Manufacturer narrative:
Pr 8577539 - follow up MDR for device evaluation. One sample was received and tested by our quality team. The separation was immediately noticed and the complaint was verified. The tubing was analyzed under a high power digital microscope and there was a clear lack of solvent where the tubing was supposed to be inserted into the connector. The manufacturer of the set was contacted and the root cause was confirmed to be a improper solvent application by operator at this point in production. A quality alert has been initiated on (B)(6) 2023 to address this issue and reinforce correct solvent application. A device history record review for model mpx5302-c lot number 23059236 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 16may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing separated from device. The following was received from the initial reporter: reported issue per customer: per customer (B)(6), the tubing separated from the device was there any adverse vent or serious injury reported? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.